Event description:
2 week post mitral valve surgery, and post tracheostomy. Rn responded to pulse oximeter alarm, heard ventilator alarm only on entering the room. The pt was found disconnected from the ventilator tubing. Bp 50/30 and hr paced at 60. The pt coded, and resuscitation was unsuccessful. The ventilator was a drager e4, maximum volume is 47 decibels it is thought by the facility that the maximum volume on this device is 47 decibels two other ventilators used have volumes ranging from 59,5 to 69,5 decibels and 75 to 85 decibels it is thought that the number provided, 59,5-69,5 and 75-85, are on devices from another manufacturer